Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device will not power on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was isolated to the faulty reed switch, sw5. The customer received a replacement device. The customer's device is archived by stryker.